Event description:
It was reported that a user experienced low glucose while using the ilet with a cartridge-driven infusion set, with a lowest blood glucose of 42 mg/dl for about 1.5 hours, followed by a high glucose up to 231 mg/dl after making multiple carbohydrate corrections and once the dexcom sensor reconnected. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management with three glucose tablets and approximately four ounces of apple juice, subsequent stabilization to 108 mg/dl, and no medical intervention or ketone testing. Investigation included user education and troubleshooting regarding consistent meal announcements to support ilet learning and appropriate treatment of hypoglycemia to avoid overcorrection. Investigation of this case revealed no device malfunction and identified user-related factors, including not announcing meals and treating lows with repeated carbohydrates, as plausible contributors to the observed glucose excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.